Event description:
It was reported the pt has been unable to increase stimulation due to the (+) on the programmer getting stuck. As a result, the pt was used a replacement programmer and will meet with an sjm rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.